Event description:
It was reported that during an external iliac stenting treatment procedure, the stent delivery device stuck to the magic torque guidewire upon withdrawal. The delivery device and the wire were removed together as a unit. The procedure was successfully completed with this device and without any pt complications. Current pt status is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becomes available; a supplemental medwatch report will be filed.